Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 41mg/dl. It was reported that the customer has been treating low levels with food. Troubleshoot for the low blood glucose level was conducted. The customer states they will be calling back with pump settings to verify and complete troubleshoot.